Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The customer also mentioned that since she was unable to test a glucose level of her baby, she was going to the hosp to get her baby tested. There was no report of death, serious injury or report of mistreatment associated with this event.

Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A f/u report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.